Manufacturer narrative:
This report is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: the jaws broke in the patient so they had to retrieve the broken piece and also x-ray the patient to ensure they did in fact get everything.